Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not completing rinseback of the patient's blood. Facility staff followed up with the operator and attributed the arterial and venous alarms to user error as the operator was not tightening the arterial and venous collars on the priming spike. Review of log files confirmed the presence of bubbles and/or air. The cycler alarmed appropriately. The user's guide instructs the operator to locate and tighten the patient line connections on the priming spike during set up. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred at the beginning of a routine hemodialysis treatment. Partial rinseback of the patient's blood was completed and treatment was discontinued prior to contacting nxstage medical technical support, resulting in an estimated blood loss of 160cc. No medical intervention was required.